Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that doing a pacemaker change out, a polarity change was observed with no known reason. This caused possible noise oversensing and finally five seconds of asystole were experienced by the patient until the lead was connected to the pacing system analyzer. It was confirmed that the patient is fine after the procedure. The new device was successfully implanted and the explanted device is expected to be returned for analysis. No additional adverse patient effects were reported.